Event description:
It was reported that the 6800 system had a damage to the interconnect cable and high voltage cable. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and high voltage cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.